Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The patient was hospitalized for the event and treated with an unspecified antibiotic (dose, route, and frequency not reported). The patient was discharged from the hospital after eight days and reported to be recovering from the peritonitis. Dianeal therapy was ongoing. The patient and the care giver were retrained on proper aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.